Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. The insulin pump was received with cracked battery tube threads, cracked case battery (battery tube), corroded electronic assemblies, corroded battery tube and corroded motor home switch.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the insulin pump had long crack beginning from the top of the insulin pump. The device will be returned for analysis.